Event description:
Per the audiologist, in late 2008, the patient had four wisdom teeth removed and one dental implant put in under general anesthetic by a maxillofacial surgeon. Immediately after surgery there was severe swelling and the patient could not hear with the device. Five days later, the patient reported there was still no sound perception when using the cochlear implant system. There was still swelling and the patient was being treated with antibiotics. Exchanging the external equipment did not solve the problem. Results of an integrity done in early 2009 showed the device was not functioning. Explant/reimplant surgery plans were not reported at the date of this report,